Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms associated with an inaccurate delivery issue. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the black box showed a basal delivery interruption due to consecutive pump reboots for 3hr on (B)(6) 2015. The last basal delivery was on (B)(6) 2015 at 11:58 pm. The total daily doses added up and reflected the programmed basal rate target. The pump powered up with a distorted display and there was a single component failure; therefore, the original complaint could not be adequately investigated. No intermittent condition was found to the power or display circuit.